Manufacturer narrative:
It was initially reported that the end of the lap sponge frayed and left lint on the patient. Despite good faith efforts to obtain additional information, the reporting facility was unable or unwilling to provide any further patient, product, or procedural details. It is unknown what procedure was being done and what medical intervention was required to retrieve the lint from the patient. Due to the reported event, this medwatch is being filed. The sample is not available to be returned for evaluation. A definitive root cause could not be determined at this time. No additional information is available. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that the end of the lap sponge frayed and left lint on the patient.